Event description:
Caller reported blood glucose results of 259 mg/dl and 128 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Device malfunction: failure to inflate, tear in balloon. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that after deployment of a non-abbott stent in the aortic artery, a fox sv was used for post-dilatation; however, the balloon failed to inflate. The device was removed from the anatomy without incident but was noted to be "split open" the entire length. Reportedly, the balloon may have torn on the stent. A balloon rupture was not reported. There was no reported patient effect. There was no additional information provided.